Event description:
Olympus received a medwatch which stated "olympus light source for egd (esophago-gastroduodenostomy) tube placement with md. Bulb burned out - switched to spare bulb on machine which is not adequate light for a procedure. Switched to alternate light source which itself has noise and low light. Physician was unable to complete procedure with either piece of equipment. Procedure terminated. All this occurred during the procedure".

Event description:
It was reported that the patient had a cardiac arrest on (B)(6) 2010, suspectedly caused by a pacing spike falling on a t-wave. The pulse generator was programmed to ovo mode at 30 with an output of 0.0 v at 0.05 ms (off), however pacing spikes continued to be seen on the cardiac monitor. The device was explanted and replaced to prevent further inappropriate pacing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : na.